Event description:
Pt had placement of bare metal stent in the circumflex in 2004, and had been on psa only, in intervening years. On (B)(6) 2011, pt admitted through ER with stemi. One hundred percent occlusion of stented segment in proximal circumflex. Pre-dilated with 2.5x20 apex. A 3.5x9 integrity rx deployed in the proximal portion of stented segment, and a 3.5x12 integrity rx deployed in origin of circumflex overlapping the first stent. The entire stented segment from the origin of the circumflex into the mid portion of circumflex and previously stented region dilated repeatedly using a 3.5x20 nc quantum apex. There appeared to be thrombus in the mid portion of the originally placed stent and this was dilated with a 4.0x12 nc quantum apex. This area of filling defect, questionable thrombus, unchanged after inflations. Unable to deliver stent to that segment, neither an 8 or 9 mm bare metal stent. Integrilin initiated. Chest discomfort did resolve, and after 20 minutes of observation, procedure was terminated. Pt discharged on asa and plavix. Due to further disease in mid lad and rca, pt is to be scheduled for an elective cab. On (B)(6) 2011, pt returns to ER with stemi. He does report taking plavix, but no asa. Emergent manual thrombectomy of totally occluded proximal circumflex to establish distal flow. Again the entire segment was dilated with a 4.0x30 nc quantum apex. Timi iii flow is returned. Plavix tag pending, if reasonable will proceed with cab during this admission. Cab (B)(6) 2011.